Event description:
Same case as mfg #2134265-2009-07081. It was reported that during a iliac stenting treatment procedure, stent placement difficulties and a pt death occurred. The 70% stenosed lesion was located in the mildly tortuous proximal left subclavian artery. The iliac unistep plus 8x38mm stent was deployed, and the physician was unable to see the stent under fluoroscopy. An iliac unistep plus 8x20mm stent was then deployed in the left subclavian artery and was able to be seen under fluoroscopy. The lesion was post dilated with another MFR's balloon. One day post procedure , a pt death was reported. The cause of death is reported as acute myocardial infarction (ami).

Manufacturer narrative:
It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.